Event description:
Healthcare professional reported that a patient experience paradoxical hyperplasia (ph) to the to the bilateral posterior bra area (bra fat, axillary region) after coolsculpting treatment on 28/february/2019 to the posterior bra area and back, using cooladvantage coolcore applicator and cooladvantage petite applicator, 6-12 months post treatment. Healthcare professional described the tissue as "paddle size & shape area bilateral bra line that is thicker and firmer". Healthcare professional later reported "defined, protruding area, area in bra fat area that is thicker and more firm than surrounding area", "area is size and shape of coolsculpting applicator" and "slow, gradual, increase in size of treatment area that persisted and increased after weight loss". Patient later reported "I have extensive experience working in a surgical facility that previously offered coolsculpting and served as a coolsculpting specialist. Our practice ultimately discontinued offering the treatment due to concerns regarding higher-than-reported incidence of pah" "the affected areas became progressively more apparent over time and were most clearly evident following weight loss", "the diagnosis has been confirmed by a plastic surgeon. The distribution is consistent with applicator placement, demonstrating clear bilateral involvement of the axillary region", and "during the period in which this condition evolved, I was managing serious family health issues, including my son¿s medical needs and my mother¿s terminal illness and subsequent passing. These circumstances reasonably delayed my ability to pursue assessment and submission".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.